Manufacturer narrative:
Device analysis results: analysis of the returned device identified: underweight, opening anterior and red particles. A visual and microscopic analysis was performed which identified opening sharp, non-penetrating nicks and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior due to a surgical impact opening.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.